Manufacturer narrative:
Continuation of d10: product ID 8780 lot# serial# (B)(4) implanted: (B)(6) 2013 explanted: (B)(6) 2023 product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 29-may-2015, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient receiving morphine (9 mg/ml at 1.5 mg/day) and clonidine (290 mcg/ml at 48 mcg/day) via an implanted pump. It was reported that the patient was experiencing fluid build-up in the area of the pump pocket. There were no known environmental, external, or patient factors that may have led or contributed to the issue. Per the physician, the pocket fluid was collected and sent for analysis. The fluid was determined to have both csf (cerebrospinal fluid) and pump drug components. The date of the analysis was unknown. The patient was taken to surgery to replace or revise the existing catheter as it was suspected to have an issue related to the fluid building up in the patient¿s abdominal pump pocket. During the procedure, the physician found that the catheter was severed/fractured in the pump pocket. The catheter was replaced, and the physician chose to electively replace the pump. The issue was reported to be resolved, and it was ind icated that the hcp had no further information to provide regarding the event.

Event description:
Additional information was received from a patient who reported that the patient's pump was also replaced on (B)(6) 2023 because it was defective, although, previously reported it was electively replaced. Additional information was received from the company representative (rep) on (B)(6) 2023 who reported that they were able to confirm there was no known issue with the pump. The physician discussed the plan to electively replace the pump prior to starting the surgery. The actual issue was confirmed to be a broken catheter.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.